Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement. Apparently, the shocks delivered were inappropriate, due to atrial fibrillation with rapid ventricular response. The patient was hospitalized. X-rays were performed and the physician believed the image was strange. Subsequently, this ICD was explanted and replaced, while the rv lead was surgically abandoned and replaced. This ICD is not expected to be returned for analysis as it was kept at the explanting health care facility. No additional adverse patient effects were reported.